Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their bladder is not emptying and they have chronic utis. Patient stated that they have changed providers, and their hcp wants to know if there's something that can be done with the bladder not emptying. Patient also stated that sometimes when they sit, they feel a pressure like they are sitting on a towel. Patient repeated that they have had uti for years, and did not get addressed even after having the ins. Patient also mentioned that their bladder not emptying all the way, and mentioned a time when they start to empty and there's 200ccs of urine. Agent reviewed and offered to walk them through making a therapy adjustment, but they declined stating that they need someone to be with them to make an adjustment. Agent mailed the patient manuals, and documented reported events. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experience urinary retention prior to the device. Catheterization was not the patients standard of care prior to device. The implant did not contribute to the uti's. Device was intended to treat urge incontinence. The patient did experience uti's prior to implant and was not an underlying condition. The uti was resolved.